Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v590608, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the device was removed in 2012 or 2013. It was noted that despite having the device removed, she was still experiencing a stimulation sensation that prevented her from getting rest at night. The patient knew that where there was air conditioning, it could also impact it and "it stims all the way up." The patient also woke up bleeding from the vagina. There was a gradual change in therapy/ symptoms. It was later indicated that the patient was not sure if the system was actually removed or not. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. Further follow up is being conducted to obtain additional information. If additional information is received, a follow up report will be sent.